Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Customer's blood glucose was 300 mg/dl.